Manufacturer narrative:
It was reported that the gloves in these kits have no give and tear everytime I use them. I have used 8 kits this week and every pair of gloves tears when putting them on. The gloves are just tearing when they are being applied. No patients were injured. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
The gloves in these kits have no give and tear everytime I use them.